Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the right atrial lead exhibited an inappropriate mode switch, due to noise oversensing. The right atrial lead was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a part of the lead was returned in one piece for analysis with the helix retracted and clogged with blood and tissue. A visual examination found an external insulation abrasion at 7.9cm to 8.1cm from the connector pin, breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction on the device can.

Manufacturer narrative:
Further information was requested but not received.